Event description:
It was reported that loss of function and noise were observed on the atrial lead. The atrial lead was not implanted. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were loss of function and noise. As received, a complete lead was returned in one piece. The reported event of noise was confirmed. Visual inspection found the lead was compressed due to overtightened suture at the middle region. Dissection of the lead found the inner insulation was damaged in this location. The cause of the noise was due to damaged inner insulation due to overtightened suture consistent with procedural damage.